Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had his basal rates changed by his endocrinologist. Customer is getting high blood glucose levels, but has treated with the pump. Customer does not know why. Customer has been experiencing low blood glucose levels in the 40's mg/dl. Customer's endocrinologist made his own basal rate changes that were different from the medtronic rep at the diabetes center. Customer felt that his doctor was not correct because his blood glucose levels have been running high. Customer's blood glucose level is 325 mg/dl. Customer stated that they have a back-up plan. Customer confirmed there were no air bubbles in the tubing. Customer ran a manual prime and the insulin did exit. Pump passed the priming and high pressure tests. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. No further assistance required.